Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a no delivery alarm. Customer declined troubleshooting for the no delivery alarm. Customer reported that they already changed out the infusion set. Customer requested the infusion set to be replaced. Customer reported that they believed the issue was with the infusion set. Customer's blood glucose level at the time of the incident was 175 mg/dl. No product is expected to be returned.